Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that the patient's device was not working. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.